Manufacturer narrative:
Footboard, correct footboard installed.

Event description:
It was reported by svc report that the bed exit was not working due to the wrong footboard being installed on the bed. No pt involvement or adverse consequences are reported.